Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with another MFR's brand of disposable defibrillation/ electrocardiogram electrodes and adapter. According to the reporter, the pt's electrocardiogram displayed on the device screen was different from the electrocardiogram displayed on the device chart recorder. No adverse effects to the pt were reported as a result of the alleged malfunction.